Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became stuck in the catheter. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After finishing ablation of the left-side pulmonary veins the boston scientific starter guidewire became stuck in the catheter and could not be pushed or pulled. The catheter and guidewire were removed from the patient together, and the guidewire was able to be pulled from it with gentle force. Two significant bends were observed in the guidewire upon its removal. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.